Event description:
While inspecting a returned olympus visera elite ii video system center loaner device, an e107 error code was discovered. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the e105 error code was present due to a faulty led repair unit. Additionally, the image was found noisy due to a faulty video cable connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomena e107 and e105 occurred due to a failure (about to disconnect or short-circuit) of light emitting diode (led). The cause of the faulty led could not be identified. According to the service manual, e107 indicates light amount failure of the illumination lamp. The error detects that the light intensity of the illumination lamp has decreased to the point that it affects procedure. In addition, according to the service manual, e105 indicates illumination lamp failure, and it is displayed when the illumination lamp (led) is disconnected or short-circuited. Olympus will continue to monitor field performance for this device.